Event description:
A 68-year-old male with ami cardiogenic shock (scai e) underwent high-risk pci with periprocedural impella cp and ECMO support. Following the procedure, ECMO and impella cp support were transitioned to impella 5.5. Access-related bleeding occurred at the graft/impella insertion site. Hemostasis was achieved in the ICU following correction of coagulopathy and application of approximately 10 minutes of manual compression. Bleeding from ECMO cannulation sites also decreased with ongoing management. Limited additional clinical details were available. However, an ischemic stroke was reported on day 2 of impella support. Ongoing thrombocytopenia prompted a change in anticoagulation regimen and initiation of a diagnostic workup for suspected hit.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected: d1, d4 (serial & catalog) thrombocytopenia/ stroke: the cause of the injury was not determined due to insufficient clinical details. Major bleed/ access site adverse event: the cause of the bleed was most likely patient condition related since the patient was bleeding from multiple sites due to coagulopathy.